Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there is a "large white bar" displayed across the screen. Reportedly, the customer is unable to interact with the screen. Customer's blood glucose level was not impacted. Customer reported they have a back up pump for continued insulin therapy.